Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had moisture damage on electronic assembly and on the motor. We were unable to test for pump error, due to no button response. The insulin pump failed leak check at cracked case, cracked battery tube side and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and the alarm cannot be cleared after 3 new battery changes. The customer's blood glucose reading was 132 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.